Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient said issues with the purewick unit and purchased a new kit. It's unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. Per additional information received via email on 27aug2025, I was instructed by the purewick representative to purchase a whole new accessory kit, which was purchased. Since then, the system was not working properly, and I was charged 59.94 for a system that is still not working properly. It hasn't been a full month, and the system is not working properly. I would like to be reimbursed or have someone assist with operating the machine properly. There was no impact or injury to the patient due to the issue of the device.

Manufacturer narrative:
This supplemental MDR is being submitted to capture the investigation details. There were no health consequences or impact to the patient. This event is not reportable. The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling and instructions for use were reviewed and found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient said issues with the purewick unit and purchased a new kit. It's unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. Per additional information received via email on 27aug2025, I was instructed by the purewick representative to purchase a whole new accessory kit, which was purchased. Since then, the system was not working properly, and I was charged 59.94 for a system that is still not working properly. It hasn't been a full month, and the system is not working properly. I would like to be reimbursed or have someone assist with operating the machine properly. There was no impact or injury to the patient due to the issue of the device.